Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll for evaluation. Instead, a zoll field service technician evaluated the device onsite and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included bench testing, power-up self-tests, manual 30 j tests and defib and pacer pm checks without duplicating the customer's report. The device recertified and returned to the customer. No trend is associated with reports of this type.